Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not availabel regardign additnal contact iformaiton, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since that last baxter service event.

Manufacturer narrative:
This device willnot be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. A 2 yr review of the product reporting database reveals no other repors, similar in nature, on the reported serial number.